Event description:
Customer reports two comparisons where she obtained results of: hi (>600 mg/dl) and 181 mg/dl; 400 mg/dl and 130 mg/dl. On both occasions, test results were obtained within 10 minutes on the accu-chek advantage system. No action was taken based on the readings. No adverse event reported. New system sent to customer and return requested.